Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son's insulin pump had a partial display anomaly; only the top right corner to the middle of the display was visible. The patient's blood glucose at the time of incident is unknown. The customer was using a aaa (B)(6) battery instead of an (B)(6) aaa alkaline battery. The customer inserted an (B)(6) aaa alkaline battery and the display did not return to normal. The mother confirmed that the device was not dropped, bumped, or exposed to moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.